Manufacturer narrative:
On (B)(6)2020, a spectrum smooth round of 275cc was received for analysis with approximately 34 cm of tubing attached to the implant, the connector and injection dome were not received for analysis. During the visual evaluation, no apparent damage or visual anomalies were observed on the shell or the tubing. The tube was examined, and it was noted that the plug was still connected to the tube inside the implant and not sited on the valve, therefore the valve and implant were still open. An indentation was noted on the end of the fill tube most likely where the suture was tied to the connector of the injection dome. Microscopic examination was performed to the end of the fill tube and the tubing edges revealed parallel striations that are consistent with markings made by a sharp instrument, indicating that the tube was cut. Leak testing was performed in accordance with mentor procedures, by filling the implant with air and immersing in water. Since the connector and injection reservoir were not returned, the open end of the tubing was manually closed to perform the test. During the testing, no leak sites were detected on the shell or tubing. The tubing was removed from the valve and it was confirmed the product worked as expected. The tubing broke off correctly and the valve plug was properly seated on the valve. An additional leak test was performed, and no leaks were detected. As the injection dome and connector were not returned for analysis the complete system could not be evaluated. Please note that when removing the injection dome and fill tube, the tube needs to be grasped beyond the connector and the tube needs to be removed before taking the injection dome out. Do not pull on the connector while removing the tube as it may disconnect, and subsequent deflation could occur. Use slow and steady traction to remove the fill tube and thus prevent damage to the prosthesis or its self-sealing valve. Continue to pull firmly on the fill tube until the entire length of the tube is withdrawn, which will be evidenced by a notch in the end of the tube. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor smooth round spectrum 275 cc and suffered from left deflation. As a result, the patient had undergone removal and replacement with mentor breast implant of unknown type on (B)(6) 2020.

Manufacturer narrative:
On 7/24/2020, the mentor failure analysis lab has received the device for evaluation. On 7/31/2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the shell of the returned implant. The injection reservoir was not received for evaluation. Leak testing was performed in the breast implant, in accordance with mentor procedures, and no leak sites were detected. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).